Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02553. This report is being submitted as additional information. The patient¿s weight was not provided. Approximate age of device- 4 months (calculated from the date when the device was issued to the patient.). Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the device could not be conclusively established. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s system controller received no external power alarms which could caused by the mobile power unit (mpu) coming loose either at the wall or the power cord came loose from the mpu itself. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and reported that the log contained no external power events on (B)(6) 2017 16:15, (B)(6) 217 6:33 and (B)(6) 2017 16:15. The events appear to be caused by a double power cable disconnect. The patient has had sub therapeutic inrs; but also continues to unplug mobile power unit (mpu) while connected to it (both accidental and intentional) the patient has had 3 no external power alarms in july ((B)(6) 2017) due to the tether coming unplugged. No additional information was provided.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was nov 28, 2018.